Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 132 mg/dl. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.